Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. No bolus anomaly noted. No motor error alarm noted. The motor was tested outside of the device and passed. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl and current blood glucose level was 280 mg/dl. The customer experienced symptoms such as throwing up, abdominal pain, difficulty breathing. The customer was treated with insulin drip. Customer states reason for hospitalization was diabetic ketoacidosis. Customer treated with insulin drip. Customer alleging possible pump under delivery. The insulin pump will be returned for analysis.